Event description:
On (B)(6) 2026, an eye care provider (ecp) at an optical shop advised a patient (pt) in (B)(6) reported a severe burning sensation, pain in the eye and a ¿feeling of a solid object in the eye¿ on (B)(6) 2026 while wearing an acuvue® oasys® for astigmatism brand contact lens (cl) on the third day of use. The pt reported on the fourth day, after applying the cls with a new clean solution, the pain returned ¿even more intensely¿ within an hour and the cls were removed. The pt reported the eyes became ¿severely¿ red and ¿constantly¿ painful, resulting in ¿loss of vision for two days¿ and extreme fatigue.¿ the pt provided a medical report dated (B)(6) 2026. Medical report: (B)(6) 2026. History: redness, pain, photophobia in both eyes following cl wear one day earlier. Examination: va cannot be checked due to severe pain: anterior segment exam: cornea in both eyes showed diffusive ¿puncture epithelial keratitis;¿ posterior segment exam: not done treatment: arox eye drops four times daily (qid) both eyes - antibiotic. Tobrex eye drops qid both eyes. Optilone eye drops qid both eyes. Liposic eye ointment ¿ bedtime both eyes. Diagnosis: keratitis both eyes (ou). Recommendations: pt is under clinical treatment. There was very good improvement at the second day of the treatment. On 14jan2026, additional information was provided by the optical shop representative. It is unconfirmed if the pt was unable to see anything for 2 days. The representative ¿thinks its only sever blurry and unclear vision for 2 days.¿ the pt reported nothing unusual with the cls prior to insertion. The pt was using solocare solution, solution was within expiration date (date not provided). The optical shop reported the ¿pt has put the lens in the same solution of blister, so means 4-day usage within same blister¿s solution.¿ the representative is unsure if ¿that was the reasons for such adverse events, however.¿ the representative reported the eyes are ¿okay now.¿ the optical shop provided the medical report dated (B)(6) 2026, previously provided. Additional information has been requested. No additional information has been received. This report is for the pt¿s right eye (od) event. A separate report will be submitted for the pt¿s left eye (os) event. A comprehensive review of the manufacturing records for lot number b017jnj was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released with established product specifications. The suspect right eye od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.